Event description:
Customer reported the insulin pump alarmed sensor error. Troubleshooting was performed. Blood glucose level was 114 mg/dl. Verified alert in history, multiple alerts. Sensor was inserted in the abdomen with the serter; it was fully inserted and flat on the skin. Alarm occurred after initialization. No issues noted with inserting site and taping technique. Carelink not available due to customer is unable to upload information. Inspected transmitter, damage on connector bridge and a little bent was noted. Customer was unable to test the transmitter. Customer was advised to reconnect current sensor, monitor, and call if issue continues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.